Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that, to resolve the sudden constipation and retention, the patient changed the device to 0.9. On (B)(6) 2017, the catheter was put back in. It was noted that the constipation was resolved, but the retention was not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient hadn't defecated for three days. They also had urinary retention and got a catheter on the day prior to the report. The constipation and retention both started on (B)(6) 2017. It was noted that the implanted neurostimulator (ins) was on program 4 at 0.8 volts (v). They increased to 0.9 v and started feeling spasms in their bladder so they decreased back to 0.8 v. They were going to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.